Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately five days post implant they experienced a rapid heart beat and heart throbbing during the night. Their heart rate than slowed down. The patient stated they get a little heart rate "surge" or change in heart rate when excited or laughing. They were concerned their implantable pulse generator (ipg) might not be working. The ipg remains in use. No further patient complications have been reported as a result of this event.